Event description:
Caller reported damage to the pump housing and usb, with debris affecting the usb port, preventing the ability to charge the pump. This issue led to the pump shutting down and caused the caller's blood glucose level to exceed 500 mg/dl, with the displayed level reading "high." To address the elevated blood glucose, the caller administered a correction injection via manual insulin therapy (mdi). Customer continued to use current pump.